Event description:
The pt reportedly was making slower than expected progress while using the device. Pe tubes were reportedly placed in 2006 to treat middle ear infection. Fifteen days later, the pt was seen by a company representative for device evaluation. Testing performed confirmed the device was functioning.